Event description:
It was reported that the device turned on by itself. The procedure was completed without delay using a back-up device. No patient injury or other complications have been reported.

Manufacturer narrative:
Visual inspection of the returned foot control assembly found a broken strain relief and signs of rust/corrosion on the foot control. Functional evaluation found the device to have an intermittent failure due to a broken wire in the cable. Based on the condition of the device, the most likely root cause for the broken wire was determined to be normal wear and tear. Another potential factor unrelated to the manufacture or design of the device which could have contributed to the reported event includes excessive tensile stress applied to the cable causing breakage of the signal wire. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.